Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose level to be displayed as "high" and confirmed to exceed 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and resolved to change the cartridge to resume therapy. No additional assistance was required, and there was no need for further action from technical support.